Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that patient expressed dissatisfaction with the number of external components and would prefer being able to use the handset directly with the ins, obsoleting the communicator. Call connection was intermittent during the call. Caller stated that the implant was primarily for bladder but also treating bowel. Caller expressed dissatisfaction with the therapy and indicates that they had originally had 50% relief. Caller saw the manufacturer representative (rep) about 1 week ago to try to get even more symptom relief, the rep gave them another program and the caller is no longer getting 50% relief and is experiencing larger volumes, less warning, increased urgency. Caller states that they experience urgency and overflow incontinence and will feel the urine coming out on the way to the bathroom. Caller stated that they go 5 times per night and has interrupted sleep patterns. Caller asked for help to increase therapy. Walked caller thru increasing. When placing the communicator over the implant the caller noted they have mobility issues with their arms. Patient will maintain stimulation level and will continue to track symptoms. Confirmed stimulation in bicycle seat area and comfortable. The patient's relevant medical history included: the caller mentioned that they are on power pudding for issues with stool. On (B)(6) 2022 (B)(4) (con): additional information received from patient. They reported they saw the np last week. Patient said they weren't happy with program 2 so they changed to program 3. Patient said they are having larger volumes of urine and don't have time to get to the bathroom. Patient said they have a lot of over flow. Patient said they didn't have a bowel movement yesterday and haven't yet today either. Patient said they are not getting a 50% reduction in symptoms. Patient said when they checked the amplitude the patient thought stim was up higher than it actually is. Patient said increasing stim might have made their symptoms worse. Patient wanted to change programs. Patient needed see the program setting on the therapy screen. Reviewed hcp will need to add programs. On (B)(6) 2022 patient called back and repeated information, said that the last two days keeps oozing and the consistency is like paste. Patient repeated information regarding taking "power pudding," and asked if should adjust the dose of this. Redirected patient to consult with hcp or np. Patient did comment that np told patient that hcp suggests patient wait about 4 weeks about adjustments. Patient said doesn't know if they can wait that long based on current level of bowel issues. Patient did mention that believes their bladder is holding a greater amount of urine however at time said that the urine starts coming out. Reviewed general programming guidance and importance of patient of monitoring and tracking adjustments and results. Reviewed general information about switching programs through the my therapy app. Redirected patient to hcp to review medical questions.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the botox was not caused by or related to the device. The patient was receiving botox prior to the stimulator implant. The cause of the intermittent communication was determined. It was due to the communicator placement. Placement under waistband and more lateral but posted to posterior auxiliary line. The patient quit adjusting the stimulator. It was inadequate with program 3.length of trial on program number 1 and 3 were too short. Bowel incontinence now a greater problem trying to adjust that with power pudding first. The patient did not experience urinary retention prior to the device and catherization was not their standard of care. The cause of the settings being higher was undetermined.

Event description:
Patient called back regarding symptoms previously mentioned. Patient stated they were trying to get a hold of manufacturer representative (rep). Reviewed rep request process. Patient stated they are at the hospital for other issues. Patient stated they never felt comfortable with the first three "channels." Patient stated at the hospital they are experiencing very high residual. Patient stated they turned ins off a few days ago. Patient said they are still getting residual that varies from 250-500. Patient wanted to know if they could use the ins to help their bladder contract. Reviewed device function. Directed patient to hcp for medical questions. Patient mentioned they have ms.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.